Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the left femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d. The patient required inotropic support, vasopressor therapy, and respiratory support prior to and during impella support. Cardiopulmonary resuscitation (CPR) was reported to have been performed prior to insertion attempt. The impella cp was reported to become caught within the mitral valve apparatus despite no reported anatomical abnormalities. Under imaging guidance, the physician attempted device repositioning; however, the impella cp was inadvertently withdrawn from the patient during the repositioning attempt. The physician subsequently attempted to re-wire the device multiple times but reported that the platinum plus guidewire repeatedly became caught within the device, preventing successful re-establishment of access. The platinum plus guidewire is not an abiomed-provided accessory. Due to the inability to reposition or re-wire the original device, it was removed from service and discarded. A second impella cp was subsequently implanted to continue left ventricular support. The replacement impella cp was used in conjunction with impella rp flex support, resulting in bipella therapy. No additional performance concerns were reported with the replacement devices. The patient remained on mechanical circulatory support until care was withdrawn due to poor clinical prognosis. The patient subsequently expired. Based on the available information, the initial impella cp was associated with a device delivery/use difficulty requiring device removal and replacement. It is unclear whether the inability to re-wire the device was attributable to the impella cp, the non-abiomed platinum plus guidewire, or interaction between the components. The event resulted in the need for an additional device and a delay in therapy; however, the replacement impella cp was successfully implanted and support was continued. The death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome.